Manufacturer narrative:
The lot number was not provided; therefore, a device history record (DHR) or lot history trending review could not be performed. The device was not returned to the manufacturer; therefore, a product analysis could not be performed. There was no reported device malfunction, and the device performed as intended. The instructions for use (IFU) identifies aneurysm rupture as a potential complication associated with use of the device.

Event description:
It was reported that coil embolization treatment of an aneurysm was attempted. The lvis jr stent (hud) was successfully implanted in the vessel in a y-configuration with another stent, without incident. A microwire subsequently passed easily through the stent; however, as a microcatheter was advanced over the wire, forward force applied to the microcatheter resulted in a rupture of the aneurysm. The physician believed that tension was created while the microcatheter was passing through the interstices of the stent. No other information has been provided about the event.